Event description:
It was reported that the catheter was stuck in stent. The 70% stenosed target lesion was located in the mildly tortuous, mildly calcified left anterior descending artery. The opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, it was noted that the catheter was caught on a non-boston scientific stent. The physician managed to remove the catheter forcefully, together with the guidewire, but this caused the middle part of the stent to be raveled and deformed. The physician was unable to snare the damaged stent, so he implanted a new stent by crushing the damaged stent. The device was removed from the patient intact. It was also observed that the guidewire exit port was damaged. The guidewire was able to be removed from the device once outside the patient. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed kinks in the sheath assembly. Microscopic inspection noted pitting and degradation of the transducer housing consistent with saline damage which occurs post-use of the device and is not related to the original device failure. The guidewire exit port was deformed.

Event description:
It was reported that the catheter was stuck in stent. The 70% stenosed target lesion was located in the mildly tortuous, mildly calcified left anterior descending artery. The opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, it was noted that the catheter was caught on a non-boston scientific stent. The physician managed to remove the catheter forcefully, together with the guidewire, but this caused the middle part of the stent to be raveled and deformed. The physician was unable to snare the damaged stent, so he implanted a new stent by crushing the damaged stent. The device was removed from the patient intact. It was also observed that the guidewire exit port was damaged. The guidewire was able to be removed from the device once outside the patient. The procedure was completed with another of the same device. No patient complications were reported.